Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited oversensing noise which reproducible with isometric exercise. However, the right atrial (ra) lead exhibited farfield r waves oversensing resulting and mode switch. Programming changes and in clinic device check were suggested, no change or intervention was reported. There were no patient consequences.